Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, there is intermittent image on the monitor, could not be identified. Based on the facts obtained from the investigation, since the phenomenon was reproduced at the inspection by the repair department, it is presumed that [there is intermittent image on the monitor] occurred due to ap board failure. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable because evidence for defects caused by user misuse could not be obtained.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had intermittent image. There were no reports of patient harm.